Event description:
It was reported, that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 189 mg/dl. The customer reverted to manual injections for insulin therapy.